Event description:
Voluntary medwatch received states that the patient presented for follow up visit in the clinic. It was noted that the right atrial lead exhibited under-sensing and failure to capture. No intervention was performed. There were no patient consequences.